Event description:
It was reported occlusion alarms occurred that have continued to increase in frequency, however, previous dates were not provided. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has a back-up plan if necessary.